Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient contacted lifescan alleging hat the subject meter read inaccurately high compared to lab result. The patient obtained blood glucose results of "265 mg/dl" with a lifescan meter and an unspecified result on laboratory device, performed within 10 minutes of each other. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the products involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) with the following findings: on (B)(4) 2012, the meter passed testing with no faults found, the meter was found to work properly. On (B)(4) 2012 the test strips also passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.